Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Furthermore, the evaluation uncovered the following: worn out socket slider switch causing intermittent failure of the high intensity mode and a non-olympus lamp life meter reading at 839+hours, light intensity output measured within specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The end user attempted to clean contacts before sending in the subject device. The subject device was then returned to olympus for evaluation. However, a device evaluation is anticipated, but has not begun yet. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) occurred on the evis exera iii xenon light source. The scope was swapped after power unit off and still had a b30 error. The scopes were tried on a second tower, and it worked fine. There were no reports of patient harm associated with this event.